Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter could not be secured properly to the main set for a solution administration set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: 03/17/2015 - 03/18/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed the threads were partially missing. Functional testing was performed and revealed the device would not stay attached or tighten adequately to the sample set. The reported condition was verified. The cause of the reported condition was determined to be a molding related defect. Should additional relevant information become available, a supplemental report will be submitted.